Manufacturer narrative:
This report is submitted on july 18, 2023.

Event description:
Per the clinic, the patient experienced an infection (cellulitis) at implant site and subsequently was treated with topical antibiotic for seven days (specific date not reported). The implanted device remains.